Event description:
This senior medical affairs specialist reviewed the customer care advocate's (cca's) documentation. The patient/layperson alleged that in 2008 at 10pm, she noted segments were missing in her onetouch ultra's display. The following day at 7:45 a.m, the patient reportedly had symptoms of blurry vision. The patient injected 10 units humalog reportedly an increased amount, from the patient's usual dose. The patient is reportedly an insulin- self adjuster. The cca replaced the meter. Because the patient reported a symptom after the issue began that may be associated with serious injury, the complaint is reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.